Manufacturer narrative:
Device passed displacement test and self test. Pump error 54 and error 3 found in the device history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. Customer stated insulin pump was able to clear the alarm however not able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.